Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6)was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 5-1 on the auxiliary cabinet was failing cubie pockets. A field service engineer (fse) replaced the retractor band and reseated the row board cable and ribbon cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed, and the pocket would not open. The customer had stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.